Manufacturer narrative:
One medfusion pump was received with a cracked battery door. The event history log was reviewed and there was a "syringe not in place" message. The syringe plunger sensor was checked and tested. The reported issue was able to be duplicated; the syringe plunger sensor values were stuck on false. The q1 chip had broken off the plunger board and the board had broken away from the glue. The plunger board was replaced to resolve the issue. The cause of the issue is known and is design related.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe plunger sensor was not working. There was no reported adverse event.